Manufacturer narrative:
(B)(4). Date sent: 9/17/2024.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2024. D4: batch #105d22. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw (illustration 6). Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 105d22, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/19/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Where within the gap setting scale was the orange indicator prior to firing? 2. What confirmation was received that the device was fully fired? 3. Did the device staple? 4. Was the staple line complete? 5. Were there any staples missing from the staple line? 6. What was the shape of the staples (b-formation, irregular, legs straight)? 7. Were the staples deployed into the tissue? 8. Were the staples seen in the surgical field? 9. Did the device cut? 10. Was the cut line fully circumferential around the target tissue? 11. If the device fully cut, were both tissue donuts present? 12. If the device fully cut, were both donuts complete? 13. Is the current patient status known? 14. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the instrument was used on small bowel resection, defective and incomplete stapling. Surgeon's dissatisfaction, use of several loaders, manual anastomosis. Consequence was the anastomosis performed manually (with needles) and not with the stapler, which lengthened the operation.